Manufacturer narrative:
(B)(4). The exact root cause of the reported condition was not determined. Additionally, it was noted that the end of the broken tubing exhibits a jagged formation.

Event description:
Baxter (B)(4) received a report that an infusor leaked after the device was filled. Reportedly, the device leaked during delivery and was "empty" when the customer received it. The device was filled with a solution consisting of 4800 mg of fluorouracil in 0.9% normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample containing approximately 250 ml of fluid inside the pouch that contained the sample. Visual examination confirmed the reported condition of a leak. The cause of the leak was determined to be broken tubing at the junction of the luer. A portion of broken tubing was found to have remained completely inside of the luer which indicated sufficient solvent was applied to the tubing. The specific root cause of the broken tubing is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.